Manufacturer narrative:
(B)(4).

Event description:
Note the patient received two leads from the same lot number. It was reported the patient lost effective stimulation approximately six months following the implant procedure. The patient's devices were explanted.